Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported pump flow issues on the impella cp. The automated impella controller (aic) was returned for investigation of possible flow issues. The patient expired after the family decided to withdraw care after acute condition changes overnight. The relationship between the console and cause of death is unknown.

Manufacturer narrative:
The product was returned for analysis. Following the case, the console was turned on thirty minutes and immediately shut off. Almost two hours after that, the console is booted up again and triggers the software watchdog due to a failing imcgui subprocess triggering a partial reboot by design. The console booted back up still triggering the software watchdog and did a partial reboot again. After two partial reboots, the system then does a full reboot after which the unexpected shutdown alarm triggers and the console boots up as expected. The console was power cycled 200 times but the imc gui subprocess failure was not reproduced. No pump stop events were identified during the case. The cause of the imc gui subprocess failing triggering the software watchdog could not be determined since it was not reproduced. D2 common device name updated. G1 reporting contact email updated.